Manufacturer narrative:
The actual device was not returned to the manufacturer to be evaluated and a lot number was not reported. Without the actual sample and a lot number, a thorough evaluation could not be performed. It has been reported that the employee set the needle down on the bed after use and during clean-up, she received a needlestick when picking up the needle to dispose of it. It is possible, that the needle clip was somehow manipulated and exposed the needle during cleanup, resulting in a needlestick. However, since it has been reported, it is unknown if the clip covered the needle before laying it down, no specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer for evaluation.

Event description:
As reported by the user facility: the clip failed to activate. Incident occurred in the emergency room. The nurse set the catheter down on the bed, and when she went to pick it up, she stuck herself on the right, middle finger. Additional information provided by the facility indicated the nurse and the patient received all the facility's protocol bloodwork testing and all results have been negative. The nurse laid the needle on the bed and when picking it up to dispose of it, she received a needlestick. It is not known if the clip covered the tip of the needle before the nurse laid it down. The sample cannot be located and will not be returned for evaluation. The lot number remains unknown.